Event description:
It was reported that the target lesion was a total occlusion in a saphenous vein graft (svg) with moderate calcification. The nav6 filter did not open during deployment. Resistance was reported during both advancement of the device and during retraction of the device. The device was retracted from the anatomy without issue. There was no clinically significant delay. No adverse patient effects were reported. The final outcome was reported to be good and the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the filter were unable to be confirmed due to the condition of the returned device. The difficulties advancing and retracting the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.